Event description:
Following a diagnostic procedure, an angio-seal device was placed in a pt's groin. Immediately following device deployment the pt was noted to have absent pulses distal to the puncture site. The pt was taken to surgery where collagen was found to have been deployed within the vessel. The device was removed and the vessel repaired. F/u with the facility on 12/16/98 confirmed that the pt was doing well and was without further sequelae. As of 1/5/99 there has been no further report to the MFR of add'l complication.